Event description:
It was reported that the customer experienced a past blood glucose (bg) ranging from 42-60 mg/dl; cause was unknown. Customer consumed "orange juice and cookies" to address bg. Recommendation was made to discuss diabetes management with a health care professional.